Manufacturer narrative:
Investigation results: visual investigation: the components have been analysed visually and microscopically. The fracture of the meniscal component propagates diagonally from lateral to medial. In general, signs of usage, pollution and secondary damages like scratches can be found on the meniscal component of erratic appearance. The fracture surface have been examined on both fragments. Arrest lines running ventral to dorsal from the direction of the safety stop could be detected. This indicates a fatigue fracture with a fracture origin in the area of the safety stop. The fracture propagation can be found on both fragments. Furthermore, a conspicuous notch could be found at the area of the fracture origin (safety stop). This notch most likely resulted from a recurring strike of the femoral component against the meniscal component and the safety stop respectively, probably in the course of a hyperextension of the knee. This recurring contact over a longer period of time most likely resulted in breakage of the meniscal component. The femoral component as well as the tibial plateau are also showing signs of usage and damages of erratic appearance. Some damages occurred most likely after the breakage of the meniscal component due to a direct contact between both components. Several damages, like scratches and dents, occurred most likely during or after the revision surgery with no contribution to the root cause of the breakage of the meniscal component. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. There is no code for the material number, so the following product code was chosen: (B)(4).

Event description:
It was reported that there was an issue with nx806 - e.motion ps pro men.comp.f6/f6n l 10mm. According to the complaint description, that today during a recovery found that the polyethylene insert is broken in two. A revision surgery was necessary. The implant was replaced with fitting of an enduro prosthesis. Date of implantation (B)(6) 2019 (- first symptoms (B)(6) 2020). The adverse event is filed under aag reference (B)(4). Involved components item code - description - batch nx707k - e.motion ps pro fem.comp.cemented f6l - 52384228 nx736k - e.motion pro tibial plateau cemented t6l - 52476597 nn264k - tibial obturator d14mm - 52472653 nx043 - patella 3-pegs p3 -52486090